Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a person with diabetes (pwd) received line blocked alarms on (B)(6) 2026 and (B)(6) 2026. The pwd attempted to resolve the issue using the current cassette; however, the condition persisted. A full supply change, including replacement of the cassette and infusion set tubing/site, was performed, after which insulin delivery resumed successfully. No patient injury was reported.